Event description:
It was reported that the patient was experiencing hip pain 3 months after initial surgery.

Manufacturer narrative:
Catalog number and lot code of other device listed in this report: cat # nls-380000b, lot # 37413001, description: lrg tap pri mod nck 0deg 38mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in a supplemental report.